Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation in the rvot, the patient reported chest pain. A few more radiofrequency applications were performed and the procedure was completed. Post-procedure, the patient reported more pain. A small pericardial effusion was detected via intracardiac echocardiography (ice). Pericardiocentesis yielded 150 ml. Patient was reported to be in stable condition at the time of complaint report. Patient was admitted to the hospital for overnight observation. There is no information regarding extended hospitalization or patient outcome. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. No transseptal puncture was performed. No biosense webster, inc. Sheaths were used during the procedure. There was no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 8 ml/min while ablating at 1-30 watts and 15 ml/min while ablating at 31-50 watts. There was no information regarding anticoagulation during the procedure. There was no information regarding shaft proximity interference value, catheter proximity, or catheter zeroing. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.